Event description:
The customer reported that the system displayed communication error messages on boot up requiring a reboot to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector was reassembled. The system was then found to be operating as intended.